Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an error code when scanning the adc device, and was therefore unable to obtain sensor readings. The customer subsequently had a seizure, and was taken to hospital. A healthcare meter result of 38 mg/dl was obtained, and the customer treated with glucose via IV for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.